Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 open sample. Analysis and results: as no batch number is provided, batch manufacturing record can not be reviewed. We have received an open and contaminated sample (without packaging) with the needle connected to thread. However, without closed samples and/or defective samples a proper analysis can not be performed. Final conclusion: in spite of receiving an open sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that the needle was coming off. The reporter indicated that the needle comes off the thread. This event occurred before surgery. Additional information is not available.